Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnalce litigation records received. Litigation alleges that the defective pinnacle implant caused damage to the patient¿s hip joint and body. Doi: (B)(6) 2010; dor: not reported; right hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegation. Added dob, dor and account name. Updated doi, associated contacts and unknown liner and head in impacted products.